Event description:
Sorin group (B)(4) received a report that the flow rate of the scp could not be controlled. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the scp control panel. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that flow rate of the scp could not be controlled. There was no report of patient injury. Sorin group (B)(4) performed functional testing on the control panel and found that the problem could be reproduced. The cause of the failure was traced to the rotary encoder, which had become loosened. The cause of the loosening of the screw in the rotary encoder could not be identified. This report is considered a single fault; no further action is deemed necessary.